Manufacturer narrative:
Reported event: an event regarding disassociation, wear/metallosis, and abnormal ion level involving a metal head was reported. The disassociation and wear/metallosis events were confirmed via medical review. The abnormal ion level event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports failure of an accolade femoral stem after eight years due to corrosion and dissolution of the femoral trunnion with disassociation. I can confirm that this event took place since I was able to review both the primary and revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Failure of a femoral stem due to corrosion is a well-known complication and it is multifactorial. Surgical technique, patients¿ activity level and other factors can be contributory." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: review of the provided medical records by a clinical consultant confirmed the head-stem disassociation and wear/metallosis events, but abnormal ion level was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2012 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: head disassociation.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2012 and was revised on (B)(6), 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.